Event description:
The customer reported to baxter (B)(4) an interlink injection site where the connection between the injection site and the threaded lock cannula of an unknown becton-dickenson product came loose. The event was reported to have occurred during patient use. The patient's condition is under investigation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample was performed and no obvious defect was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Since the condition could not be confirmed, the root cause of this condition could not be identified. If additional information becomes available, a follow-up report will be submitted.